Event description:
A study indicated that (B)(6) male pt underwent evar. Pt received a main-body stent graft and 2 iliac legs with spiral-z technology on (B)(6) 2013. Pre-procedure maximum aortic aneurysm diameter was 53 mm, proximal neck diameter at lowest renal artery was 26 mm, and diameter 15 mm below lowest renal artery was 23 mm. Pt had parallel neck shape with partial plaque/thrombus. Length from lowest renal artery to start of aneurysm was 62 mm. A molding balloon was used although no details were provided regarding its use. The completion angiogram showed that the devices were patent with no evidence of external compression, flow-limiting kink, or thrombus. A proximal type I endoleak was noted by the site. No follow-up information has been provided.

Manufacturer narrative:
Device lot is unk as not provided by reporter. Device expiration is unk as lot is unk. (B)(4). Event evaluation: still under investigation.